Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, specifically excessive force. The complaint allegation was not confirmed; the device was not received for evaluation, and no evidence of the failure was received.

Event description:
On 10/09/2025, a sales representative reported via (B)(4) that a 5042-100 t10 driver twisted at the end and stripped. No issues were reported during the procedure, and the patient was not affected. This was identified after the procedure, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.